Event description:
It was reported that the atrial lead exhibited chronic dislodgement. The lead was capped and remains in the patient. The physician did not implant a replacement atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: continued: e2dr01aa ipg, implanted: (B)(6) 2004. (B)(4).